Event description:
This spontaneous case was reported by a physician and describes the occurrence of endometrial disorder ("anatomical issues: visualization (endometrial fluff)") and complication of device insertion ("anatomical issues: visualization (endometrial fluff)") in a (B)(6) female patient who received essure (batch no. C51083) for sterilization. On (B)(6) 2017, the patient started essure. On an unknown date, the patient experienced endometrial disorder and complication of device insertion. At the time of the report, the endometrial disorder and complication of device insertion outcome was unknown. The reporter provided no causality assessment for endometrial disorder and complication of device insertion with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician confirmed there was no device breakage, that was ticked by error. There was only a usability issue (anatomical - visualization - endometrial fluff). Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an essure insertion attempt and experienced microinsert breakage during placement (device breakage and complication of device insertion) and anatomical issues: visualization (endometrial fluff), seen as endometrial disorder. Endometrial disorder is unanticipated whereas other events are anticipated in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. The reported visualization issue could alternatively explain the event, however, a causal relationship between device breakage and essure cannot be excluded. Due to the lack of information regarding the event, a causal relationship between endometrial disorder and essure is not assessable. This case was regarded as other reportable incident as although the event did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical analysis and further information (essure device breakage questionnaire) has been requested.

Manufacturer narrative:
On (B)(6) 2017: after internal review, it was concluded that "anatomical issues: visualization (endometrial fluff)" is not an event and it should be deleted.on 27-jan-2017: physician confirmed there was no device breakage, that was ticked by error. There was only a usability issue (anatomical - visualization - endometrial fluff); therefore this case will be deleted from bayer database.